Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device analysis was inconclusive. When the device was received, it was noted that there was no telemetry. The submitter confirmed no telemetry condition and also no pacing output during preliminary analysis. The device was implanted for approximately 8 to 9 months. The reported no telemetry and no output pacing pulse conditions were due to a depleted battery. The cause of the early battery depletion was not determined. (B)(4).

Event description:
It was reported that the device was explanted for an unknown reason. The device was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.